Event description:
During a follow up call the customer stated that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 63 mg/dl but the blood glucose was 110 mg/dl. Another reading was provided where the sensor glucose was over 400 mg/dl but the blood glucose was 289 mg/dl. The customer stated that the sensors were lasting only a day and a half. Upon removal of the sensor from their body they noticed that the cannula was severely bent. The customer stated that they calibrated the device twice, or every six to eight hours, when they were prompted to do so. The insulin pump had alarmed calibration errors and change sensor alerts. They changed the sensor and the insulin pump had started getting bizarre readings three to four days later. The customer had changed the infusion set at that time and the readings had become better. At the time of the phone call the customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.